Manufacturer narrative:
A ge rep evaluated the system and adjusted a power supply. The system operates as intended.

Event description:
The customer reported the sys displayed a communication error. No pt injury was reported.